Event description:
A malfunction with code 12 was reported. There was no reported adverse impact on the customer's blood glucose level. The technical support team provided instructions to reset the pump, which the customer followed, successfully resolving the issue without recurrence. The customer was advised to continue using the pump and was informed to call back if any issues recurred, an instruction the customer acknowledged and understood.